Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels above 600 mg/dl. The customer has taken himself off of insulin pump therapy for now, and stated he will call us back to troubleshoot when he's ready to go back on the insulin pump. Nothing further was reported.